Event description:
It was reported that the pump delivered only 1 ml since being started the previous day, with the recorded volume decreasing from 2700 to 2144. Upon waking in the morning, the patient¿s face appeared clear, whereas it was typically red due to the medication; however, the patient reported feeling fine. The event occurred during continuous infusion. There was patient involvement, and no harm was reported.

Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of ICU aware month no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.